Manufacturer narrative:
The complaint of premature discharge of battery was confirmed. As received, the device was at ddd mode. Device image was retrieved and analyzed, indicating elevated current within a period of the implant duration. This condition results from an increased duty cycle of the internal circuitry caused by the firmware. The device was then programed to nominal settings for the remainder of the analysis. Additional testing was performed indicating normal device functionality and high current condition could not be reproduced. Longevity assessment was performed, the implant duration didn¿t meet the projected longevity indicating premature battery depletion.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed premature battery depletion on a pacemaker. The physician elected to explant and replace the device. The patient condition was stable